Event description:
It was reported that a patient presented with inappropriate shock due to under-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with inappropriate anti tachycardia pacing due to under-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: b5: field should reflect antitachycardia pacing.